Event description:
The end user fell while ambulating with the rollator and suffered a head laceration.

Manufacturer narrative:
It was reported that the end user fell while ambulating with the device. She suffered a head laceration that required sutures and surgical staples. No fractures or other injury was identified. The fall was not witnessed and the end user did not remember how she fell. The nursing home staff speculated that the end user may have kicked up the seat of the rollator during ambulation which then caused the device to collapse. The sample was returned and evaluated. The casters and wheels showed normal wear patterns. From the information provided by the facility, the folding mechanism was removed and replaced after the reported incident. They later changed it back to the original folding mechanism after being told by a visiting state inspector that they should not be modifying the device. Because the folding mechanism was removed and reinstalled, we cannot verify the torque specifications at the time of the reported incident. Therefore, we could not verify how much force was needed to fold the rollator. Visually the rollator was in good condition except that the front lower cross brace showed marks from impacts. It is possible these may have resulted during ambulation from pushing the rollator into objects or obstructions in the path. No manufacturing defect or design flaw was identified during the sample evaluation. Due to the fact we have no details about the incident, the fall was not witnessed and the end user does not remember how she fell, we are not able to determine that the device caused or contributed to the fall. We have no other similar report for this device. However, in an abundance of caution and due to the reported fall and subsequent need for intervention, this medwatch is being filed.